Manufacturer narrative:
The product will not be returned for evaluation. A DHR re-review was performed without findings. Due to the fact that the product will not be returned for evaluation, the root cause can not be determined with certainty. A follow-up report will be filed if more information becomes available.

Event description:
It was reported the md inserted the sheath via the right femoral artery. After inserting the guide wire the md inserted the sheath with the dilator. After removing the dilator to insert the iab over the guide wire through the sheath, the iab stuck in the sheath. The md could not remove the guide wire from the iab; therefore, the iab could not be removed. As a result, the iab with guidewire and sheath were removed via arteriotomy. It was reported the pt expired, however, the death was not related to the iab.